Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent breast augmentation revision with unknown mentor gel implants. On (B)(6) 2002, the patient began experiencing symptoms such as breast pain, lethargy, dry mouth & eyes, inflammation, joint pain, arthritis pain, sleepless nights, lumps on her body, and difficulty breathing in (B)(6) of 2002. The patient also reported silicone in her lymph nodes, left breast capsular contracture (baker grade unknown- resulting in misshapen breast), and right-side ripples. Bilateral rupture, diagnosed by magnetic resonance imaging, was observed on (B)(6) 2017. The patient is planning on undergoing explant with no replacement and fat transfer. No information regarding the date of a potential explant is available.